Event description:
It was reported a patient experienced peritonitis manifested by abdominal discomfort, emesis, and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was been hospitalized one day after the event. The patient was treated with vancomycin (1 gram, daily) and cefepime (daily and dose not reported) intravenously (IV). At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.